Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Inspection of the instrument identified a broken yaw pulley. As a result of the damage, a broken piece measuring approximately 0.11¿ x 0.09¿ was missing at the area; however, this piece was not returned for evaluation. This observation is indicative of mishandling/misuse likely from excessive force applied to the distal end of the instrument. Additional observations were noted based on the investigation. First, was a dislodged cable crimp of the grip cable - the cable crimp was not seated inside the pocket due to the physical damage observed on the yaw pulley. Second, a segment of the conductor wire was sticking out from the yaw pulley causing the wire to protrude above the outer surface of the main tube. Although these issues were observed, no wire insulation damage was noted. The instrument passed the electrical continuity test. Based on failure analysis investigation, there is no evidence that a malfunction of the fenestrated bipolar forceps instrument occurred. The known common cause for the customer reported failure is mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received a video clip of the da vinci-assisted surgical procedure. A review of the video clip was conducted by isi clinical development engineer (cde). The cde identified a fragment generated from the ultem yaw pulley of the fenestrated bipolar forceps instrument. The cde was unable to identify if the fragment was retained, removed with the specimen, flushed or extracted by some other means. The cde indicated that there was no evidence of misuse of the instrument. Per the cde, the instrument did not appear damaged when it entered the surgical field. The instrument was introduced twice based on the video. During the first entry, the grips were opened and closed several times and then removed. The instrument was reinstalled a short time later. During the second entry, a fragment from the instrument separated from the yaw pulley. However, the fragment did not appear to be detached from the instrument and was still present on the instrument¿s wrist. The surgeon appeared to observe the grips, opening and closing the instrument¿s jaws multiple times. At a later time, the fragment was transferred onto the uterus and then was transferred to the bowel. The video segment ceased prior to the end of the procedure, while the instrument was still in use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument fell inside the patient. The fragment was not found or retrieved. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment was retained inside the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the fenestrated bipolar forceps instrument pulley cover was damaged and a fragment allegedly fell inside the patient. The broken fragment was not retrieved during the surgical procedure. A back-up instrument was used to complete the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. On 05/15/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was in use for approximately 10 minutes when the fragment fell off. A computed tomography (CT) scan was performed and the result identified a fragment inside the patient. The surgeon searched for the fragment; however, was unable to locate it. The surgeon made a decision to complete the procedure. No additional surgical intervention was conducted.